Event description:
Patient revised on (B)(6) 2021 due to dislocation, 3 years after primary surgery. Surgeon explanted the 36/+6 standard humeral cup and replaced it with a 36/+3 stability humeral cup and a +9mm spacer.